Event description:
The report states that during a hepatic resection a force triverse pencil, a forcetriad generator and tissuelink device were used. The patient drape was burned when the force triverse pencil was activated because the tissuelink device which had been placed on the drape, activated as well. Forcetriad generator settings were 3, triverse:3, tissuelink: coag 80w. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.